Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer also reported that the insulin pump had crack on battery compartment. Customer reported that there was no physical damage to the insulin pump's retainer ring. It was unknown whether the customer was using the auto mode feature. The device will be returned for analysis.